Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m62 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged as it was found to be pacing and sensing the atrium. The physician was not able to see the lead on the echocardiogram. The lead was programmed off until a revision could be completed. No patient complications have been reported as a result of this event.